Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a health care provider that a customer received emergency medical assistance due to low blood glucose with unknown blood glucose levels at the time of the incident. The customer had a 40 unit bolus delivered and she is insulin sensitive. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller stated the customer may have accidentally input the wrong carbs or programmed the pump incorrectly. Troubleshooting was not completed, no further information was provided, and the customer account could not be located. The insulin pump will not be returned for analysis.